Manufacturer narrative:
The reported events were diaphragmatic twitching and unable to unscrew the lead from the pacemaker header. A complete lead was returned in one piece. The lead connector pin was tested with a device and was able to be inserted and removed with no anomalies noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2022-44138. It was reported that inappropriate extra cardiac stimulation was observed on the right atrial (ra) lead during the implant procedure. The ra lead was unable to be unscrewed from the device header. As a result, the ra lead and device were explanted and replaced. The patient was in stable condition.